Manufacturer narrative:
Surgeon communicated they inadvertently broke the cannula after leaving the cannula in the knee while manipulate the knee during arthroscopic surgery. Per the instructions for use, ¿use proper technique to remove cannula from bone to avoid damaged or broken cannula. Fully insert stylus into cannula, then remove stylus and cannula with surgical drill in reverse.¿ additionally, upon removal of the fragment of the device, bone fragments and tissue debris were created and then contained in the joint capsule. The drainage is most likely due to the debris from the reaming; there were no signs of infection in the surrounding tissue where the drainage was occurring.

Event description:
Broken tip of 11 ga cannula in patient.

Manufacturer narrative:
The device has not yet been returned for evaluation. This investigation is ongoing. A supplement MDR will be submitted as new information is received

Event description:
Broken tip of 11 ga cannula in patient.